Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging an error in the flow sensor occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an error in the flow sensor occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of interna dirt.